Event description:
The customer reported that during an examination, the system blocked off all functions.

Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.